Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, force sensor test, occlusion test and displacement test. The low reservoir alarm was set at 20 units. The insulin pump properly alarmed low reservoir with 20 units remaining. No unexpected low reservoir alarm noted during testing. The insulin pump had a no delivery alarm, however the insulin flow blocked alarm functions properly during testing. The insulin pump was returned for low battery alarm and power error confirmed in the long trace. Analysis confirmed the insulin pump alarmed low battery and then alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump had scratched case, cracked battery tube threads and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a low battery alarm and low reservoir alert from the insulin pump. The customer stated that when she inserted a new battery, the battery is depleted and the pump read low battery. The customer stated that the status reservoir icon appeared when the reservoir was completely full. The customer stated that the low reservoir alarm appeared several times. The customer will be sent a replacement pump.